Manufacturer narrative:
The following sections were corrected: section d3: email: this section was corrected from (B)(6) to (B)(6). Section g1 - mfg site email: this section was corrected from (B)(6) to (B)(6). The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of a retained reagent kit. Return testing was not completed, as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I total ss-hcg assay (list number 07p51) did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66106ud01. Accuracy testing of a retained reagent kit of the complaint lot 66106ud01 was performed. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 66106ud01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I total ss-hcg reagent, lot number 66106ud01.

Event description:
The customer observed false positive alinity I total ¿-hcg result generated by the alinity I processing module for a 26-year-old female patient, which was inconsistent with the colloidal gold result. It was noted that the patient had an abortion in march of 2025. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2025 alinity I total -hcg result = 74.73 miu/ml (positive). (B)(6) 2025 alinity I total -hcg result = 9.26 miu/ml (grayzone). Colloidal gold result = negative there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51, that has a similar product distributed in the us, list number 07p51, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total -hcg result generated by the alinity I processing module for a 26-year-old female patient, which was inconsistent with the colloidal gold result. It was noted that the patient had an abortion in (B)(6) 2025. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): on (B)(6) 2025 alinity I total -hcg result = 74.73 miu/ml (positive)on (B)(6) 2025 alinity I total -hcg result = 9.26 miu/ml (grayzone). Colloidal gold result = negative there was no impact to patient management reported.